Manufacturer narrative:
(B)(4); system updates pending. Result: known inherent risk of procedure. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause and timing of the left ventricular perforation cannot be confirmed. Procedural factors (manipulation of the guidewire, manipulation of the devices), in addition to patient factors (severe left ventricular hypertrophy, small left ventricle cavity) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), prior to a transfemoral tavr procedure, it was noted that the left ventricular cavity was small due to severe left ventricular hypertrophy. A safari extra stiff guidewire was used for the procedure. Balloon aortic valvuloplasty (bav) was not performed prior to the valve placement. A 23mm sapien 3 valve was deployed without issue. Mild paravalvular leak was observed post valve deployment. The patient was hemodynamically stable. The procedure was completed and the patient was transferred to the ICU. During the post procedure tte, performed in the ICU on the day of the procedure, tachycardia, bradycardia and then cardio pulmonary arrest occurred in sequence. There was no problem observed with the position or function of the sapien 3 valve. The patient was transferred to the operating room and percutaneous cardiopulmonary support (pcps) was initiated. Pericardial effusion was observed. A thoracotomy was performed and a left ventricular perforation was detected. Pericardiocentesis was performed and the perforation was surgically repaired with a patch. As of postoperative day (pod) 7, the patient had been weaned off of the pcps and was being monitored. Renal function deterioration was also reported, resulting in the need for dialysis. The exact timing and cause of the left ventricular perforation could not be confirmed. The native annular diameter measured 22.7mm by tte. Information concerning the degree of valvular and aortic root calcification was not provided.